Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular lead placement was difficult and the lead was not implanted. A new lead implant was successful. No patient complications have been reported as a result of this event.